Event description:
It was reported that there was failure of the pace/sense portion of the right ventricular (rv) lead. A new pace/sense lead was implanted and the defibrillation portion of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator 2012 (B)(6). (B)(4).